Manufacturer narrative:
Product ID: 3708140, (B)(4), implanted: (B)(6)2015, explanted: (B)(6)2018, product type: extension, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was seen prior to their revision on (B)(6)2018. The patient's battery has been off since (B)(6)2018 due to uncomfortable shocking sensations around the ins site and around his right axilla. The rep turned the ins back on and confirmed the shocking continued. The pacing rep was also present. The pacemaker was checked while stimulation was on and there was no interference to the pacemaker. The pacemaker was turned off and patient continued to have the shocking sensations. Impedance checks showed that the #13 contact was out of regulation (oor). The surgeon decided to replace the battery in hopes it would resolve the issue. Upon disconnecting the extensions from the old ins, one of them was found to be bent and possibly fractured. That extension was replaced along with the old battery. Impedances readings were all normal post implant. The patient was programmed with original settings and paresthesia is now comfortable and already providing pain relief. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was implanted with a pacemaker 5 days ago and on saturday (B)(6) the patient started having chest pain. Their wife turned the ins off and the pain seemed to go away but then without turning the device back on the chest pain started again. The ins was still off and the patient had chest pain. No further complications reported.

Manufacturer narrative:
Product ID# 97702, sn#: (B)(4), the returned implantable neurostimulator (ins) passed all functional testing in the laboratory. No anomalies were identified. Product ID# 3708140, sn#: (B)(4). Analysis identified that the conductor was cut in the body of the extension; consistent with explant damage. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the extension being bent and the out of range impedances was not determined. The out of range impedances were noted as being high. The patient's weight was unknown. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and reiterated that they had a pace maker placed to the left of their chest on (B)(6) 2018, and on (B)(6) 2018 they felt a shocking sensation to the ins in the right side of their chest, and that they did not feel their normal stim. On (B)(6) 2018 the patient went to the ER where they turned the ulner nerve stim up past 1.5 they were shocked near the battery but has stim to their hand. The patient turned the ins off and is scheduled for a replacement on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.